Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product does not lock properly. Discovered in field warehouse location. No further information available. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.